Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, a total occlusion occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 18mm. Target lesion pre-procedure was 75% stenosis and post-procedure was100% stenosis. The procedure was not a technical success due to "total occlusion". A 3x20mm liberte stent was implanted. No attempt was made for direct stentingthe patient was discharged 5 days later without anginal complaints or silent ischemia. Discharge medications were aspirin 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis.